Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted to the hospital after experiencing a syncopal episode, falling and injuring his head. The pulse generator could not be interrogated and was in backup. The device was explanted and replaced.